Event description:
Per the clinic, the patient experienced middle ear inflammation and during the examination and medical procedures, the device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.